Manufacturer narrative:
Age at time of event: above 18 years and older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged and there is a pinhole 25.5mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right vessel below the knee. After a non-bsc guide wire and a guidezilla guide extension catheter crossed the lesion, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Subsequently, a coyote es balloon catheter was advanced for dilatation and further dilatation was performed with non-bsc balloon catheters and the procedure was completed. No patient complications reported.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right vessel below the knee. After a non-bsc guide wire and a guidezilla guide extension catheter crossed the lesion, a 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Subsequently, a coyote es balloon catheter was advanced for dilatation and further dilatation was performed with non-bsc balloon catheters and the procedure was completed. No patient complications reported.